Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 1 of 2 MDR's filed for the same event (reference 1825034-2016-02997 / 02998).

Event description:
While attempting to remove the trunnion, the humeral stem was unintentionally removed with the trunnion.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 1825034-2016-02998.